Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnant") in a 34-year-old female patient who had essure (batch no. B97489) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urination pain, dyspareunia, urinary urgency, lymph nodes enlarged, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, essential hypertension, leukocytosis, urinary tract infection, morbid obesity, prediabetes and acute pharyngitis. On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities.fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: diazepam. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: intact essure devices. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in (B)(6) 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device. Concerning the injuries reported in this case, the following one was decribed in in patient¿s medical record- pregnancy with contraceptive device and following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received. New event added-pregnant and device ineffective. Lot number updated. Reporter information updated. Patient demographic information updated. Lab data updated. Other relevant history updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)'), device dislocation ('migration of essure location of device: they could not find the missing coil') and uterine perforation ('migration or perforation') in a 35-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included essential hypertension from 2012 to 2013, urination pain, dyspareunia, urinary urgency, lymph nodes cervical swollen, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, leukocytosis, urinary tract infection, morbid obesity, prediabetes, acute pharyngitis, multi gravida (gravida 06) and parity (parity 05 (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2014). On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities. Fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: mini-pill from 2005 to 2013 and diazepam. Concomitant products included medroxyprogesterone acetate (depoprovera) since 2005 to september 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy-I have been allergic to nickle since I was a child, I get rashes when I wear metal jewelry"), rash ("rashes or skin conditions type: various types of rashes/ constant rash on my body"), vaginal discharge ("vaginal discharge") and back pain ("pain(back)/ lower back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia\ dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection((bladder/ urinary tract/vaginal)uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), diarrhoea ("constant diarrhea"), pruritus ("itching"), urticaria ("hives"), hypoaesthesia ("numbness in my legs"), depressed mood ("very unhappy"), anger ("angry"), confusional state ("confused"), bladder pain ("sharp pain my bladder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, irritable bowel syndrome, allergy to metals, migraine, headache, depression, rash, vaginal discharge, back pain, nausea, diarrhoea, pruritus, urticaria, hypoaesthesia, depressed mood, anger, confusional state, bladder pain and abdominal pain lower outcome was unknown and the urinary tract infection had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, back pain, bladder disorder, bladder pain, confusional state, depressed mood, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Pregnancy (termination): (B)(6) 2015. The abdomen to confirm that the essure is no longer present in the pelvis, as it could possibly have been expelled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: total bilateral occlusion. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in (B)(6) 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: newly added events- migration or perforation. Event pregnancy was updated to nonserious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnant') in a 34-year-old female patient who had essure (batch no. B97489) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urination pain, dyspareunia, urinary urgency, lymph nodes cervical swollen, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, essential hypertension, leukocytosis, urinary tract infection, morbid obesity, prediabetes and acute pharyngitis. On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities. Fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: diazepam. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: intact essure devices. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in (B)(6) 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record- pregnancy with contraceptive device and following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)'), device dislocation ('migration of essure location of device: they could not find the missing coil') and pregnancy with contraceptive device ('pregnant') in a 35-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included essential hypertension from 2012 to 2013, urination pain, dyspareunia, urinary urgency, lymph nodes cervical swollen, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, leukocytosis, urinary tract infection, morbid obesity, prediabetes, acute pharyngitis, multi gravida (gravida 06) and parity (parity 05 (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2014). On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities.fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: diazepam. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy-I have been allergic to nicklesince I was a child, I get rashes when I wear metal jewelry"), rash ("rashes or skin conditions type: various types of rashes"), vaginal discharge ("vaginal discharge") and back pain ("pain(back)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection((bladder/ urinary tract/vaginal)uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, irritable bowel syndrome, allergy to metals, migraine, headache, depression, rash, vaginal discharge, back pain and nausea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Pregnancy (termination) : (B)(6) 2015. The abdomen to confirm that the essure is no longer present in the pelvis, as it could possibly have been expelled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: total bilateral occlusion. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in (B)(6) 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device.. Concerning the injuries reported in this case, the following one was decribed in in patient¿s medical record- pregnancy with contraceptive device and following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: consumer address updated. Patients dob and demographics were added. New events menorrhagia, vaginal bleeding, uti, bladder or urinary problems, dysmenorrhea, dyspareunia, fatigue, bloating, ibs, nickel allergy, migraines, headaches, migration of essure location of device: they could not find the missing coil, depression, rashes, vaginal discharge, back pain, nausea, were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)'), device dislocation ('migration of essure location of device: they could not find the missing coil') and pregnancy with contraceptive device ('pregnant') in a 35-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included essential hypertension from 2012 to 2013, urination pain, dyspareunia, urinary urgency, lymph nodes cervical swollen, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, leukocytosis, urinary tract infection, morbid obesity, prediabetes, acute pharyngitis, multi gravida (gravida 06) and parity (parity 05 (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2014). On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities. Fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: mini-pill from 2005 to 2013 and diazepam. Concomitant products included medroxyprogesterone acetate (depoprovera) since 2005 to september 2018. In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy-I have been allergic to nickle since I was achild, I get rashes when I wear metal jewelry"), rash ("rashes or skin conditions type: various types of rashes/ constant rash onmy body"), vaginal discharge ("vaginal discharge") and back pain ("pain(back)/ lower back pain"). On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia\ dyspareunia(painful sexual intercourse)"). In april 2015, the patient experienced urinary tract infection ("infection((bladder/ urinary tract/vaginal)uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2015, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced diarrhoea ("constant diarrhea"), pruritus ("itching"), urticaria ("hives"), hypoaesthesia ("numbness in my legs"), depressed mood ("very unhappy"), anger ("angry"), confusional state ("confused"), bladder pain ("sharp pain my bladder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, irritable bowel syndrome, allergy to metals, migraine, headache, depression, rash, vaginal discharge, back pain, nausea, diarrhoea, pruritus, urticaria, hypoaesthesia, depressed mood, anger, confusional state, bladder pain and abdominal pain lower outcome was unknown and the urinary tract infection had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, back pain, bladder disorder, bladder pain, confusional state, depressed mood, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Pregnancy (termination) : (B)(6) 2015. The abdomen to confirm that the essure is no longer present in the pelvis, as it could possibly have been expelled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: total bilateral occlusion. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in march 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Event added from pfs- constant diarrhea, itching, hives, numbness in my legs, very unhappy, angry, confused, sharp pain my bladder, lower abdominal pain. Concomitant drug, treatment drug were added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic)'), device dislocation ('migration of essure location of device: they could not find the missing coil') and uterine perforation ('migration or perforation') in a 35-year-old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included essential hypertension from 2012 to 2013, urination pain, dyspareunia, urinary urgency, lymph nodes cervical swollen, chlamydia trachomatis infection, chlamydia trachomatis infection of lower genitourinary sites, leukocytosis, urinary tract infection, morbid obesity, prediabetes, acute pharyngitis, multi gravida (gravida 06) and parity (parity 05 (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2014). On (B)(6) 2016: results: pre and post operative diagnosis: gross description: "left tube", the specimen is received in formalin is an intact fallopian tube measuring 6.7 x 0,5 x 0.5 cm. The serosal surface is smooth and glistening. "Right tube with essure", the specimen is received in formalin and consists of one intact fallopian tube and two metallic coils foreign material. The fallopian tube measures 5.5 x 0.4 x 0.4 cm. The serosal surface is smooth and glistening. Test: fallopian tube, left, salpingectomy, fallopian tube with no pathological abnormalities.fallopian tube and essure, right, salpingectomy, fallopian tube with no pathological abnormalities and foreign material, essure, gross only. On (B)(6) 2016: surgical history of cervix cryosurgery history of colposcopy cervix with biopsy(s) history of gastric surgery for morbid obesity laparoscopic longitudinal gastrectomy history of hysteroscopy wi insert of device to occlude fallopian tubes history of surgically induced abortion - by dilation and curettage. Assessment: female pelvic pain. Previously administered products included for an unreported indication: mini-pill from 2005 to 2013 and diazepam. Concomitant products included medroxyprogesterone acetate (depoprovera) since 2005 to (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy-I have been allergic to nickle since I was a child, I get rashes when I wear metal jewelry"), rash ("rashes or skin conditions type: various types of rashes/ constant rash onmy body"), vaginal discharge ("vaginal discharge") and back pain ("pain(back)/ lower back pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia\ dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), diarrhea ("constant diarrhea"), pruritus ("itching"), urticaria ("hives"), hypoaesthesia ("numbness in my legs"), depressed mood ("very unhappy"), anger ("angry"), confusional state ("confused"), bladder pain ("sharp pain my bladder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, uterine perforation, pregnancy with contraceptive device, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, irritable bowel syndrome, allergy to metals, migraine, headache, depression, rash, vaginal discharge, back pain, nausea, diarrhoea, pruritus, urticaria, hypoaesthesia, depressed mood, anger, confusional state, bladder pain and abdominal pain lower outcome was unknown and the urinary tract infection had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, back pain, bladder disorder, bladder pain, confusional state, depressed mood, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: there were 3 expanded coils extending into the uterus. There were 5 expanded coils extending into the uterus. Pregnancy (termination) : (B)(6) 2015. The abdomen to confirm that the essure is no longer present in the pelvis, as it could possibly have been expelled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraception until bilateral tubal occlusion is confirmed by hsg.; on (B)(6) 2015: total bilateral occlusion. X-ray gastrointestinal tract - on (B)(6) 2016: clinical information: post essure tubal occlusion device placement in 2015. Removal of right sided essure in (B)(6) 2016 but the left-sided device was not seen. Tec; none available. There are no radiopaque metallic densities in the pelvis. In the left upper quadrant, there are multiple surgical clips as well as possible anastomotic chain sutures, which could represent sequelae of prior bowel surgery. This should be correlated clinically. Impression: no evidence for a retained essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.